Event description:
It was reported via clinic notes received dated (B)(6) 2011 that the vns patient had experienced four seizures in the past month which was noted as "not normal for him" and the vns magnet stimulation was not effective when seizing. The patient's vns output current was increased as a result. A later note dated (B)(6) 2011 indicated that the patient was continuing to have increased seizures including six in the past month from the date of the note. The output current was increased further to 2ma. At the following office visit on (B)(6) 2012, the patient was noted as having 6 seizures since the previous visit. The patient was noted as having a boil in his right armpit that is believed to have exacerbated his seizures, however, it is unknown if the physician believes this infection was present or exacerbated the seizures as noted on (B)(6) 2011 or (B)(6) 2011. Interrogation of the generator on (B)(6) 2012 discovered the generator was near end of service. A battery life calculation was performed that confirmed the generator is likely at, near, or past end of service. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the physician indicating the increased seizures are not related to vns. The increased seizure frequency was noted as below the pre-vns baseline seizure frequency. No causal or contributory programming changes, medication changes, or other external factors were believed to have caused or contributed to the increased seizures. All of the patient's seizure types were noted as increased. The interventions previously noted were indicated as briefly improving the patient's seizures.

Manufacturer narrative:
.